Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call that the customer had motor error alarms for the past month and has gotten the alarm at least 4 times. Customer's mother stated that the motor error usually occurs when the reservoir is almost empty although last time there was half of the insulin in the pump. Customer has had some unexplained high blood glucose. Customer's blood glucose went up to 496 mg/dl yesterday. The customer does not use the sensor feature on the pump. Customer's mother stated that they are able to complete the rewind sequence. Customer's mother was advised that the pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.